Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was returned with the reducer and seal still attached. There was no damage to the reducer or the seal. Isi received a video clip related to the alleged complaint and the following additional information was provided: a cannula with a reducer was visible. There was a thin metal ring protruding from inside the cannula, which is then pushed out by the insertion of an instrument. As confirmed by failure analysis, this appears to be a shaving from the reducer left over from the machining process.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the collar of the reducer was cracked. The customer used a backup reducer to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported.